Manufacturer narrative:
The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that the piston of their device was stuck. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a faulty control board was the cause of the reported issue. However, stryker advised the customer that their device is not longer serviceable and recommended that the customer remove the device from service and a replacement device be obtained.

Event description:
A customer contacted stryker to report that the piston of their device was stuck. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.